Manufacturer narrative:
Device manufacture date is prior to 1979. This complaint was confirmed. Field service representative (fsr) evaluated the unit. The bottom of the unit is rusting out and he recommended that the unit be replaced. The fsr repaired the unit with solenoid valved supplied by the hospital. The fsr also replaced the triac heating switch assembly. He performed preventive maintenance. The unit operated to manufacturer's specifications and was returned to clinical use. No additional action will be taken at this time. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the machine stopped heating. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.